Event description:
It was reported that the patient underwent an spectra penile prosthesis (spp) revision surgery in which the existing device was removed and a new spp was implanted. No information was provided about the patient's outcome.